Event description:
It was reported that after 247,197 joules and 24:49 minutes of use, during a photoselective vaporization of the prostate procedure, the fiber was continuously in stand-by, fiber tip broke. The procedure was completed with another of the same model fiber. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber found no signs that the fiber was broken, the fiber was tested with a hene laser fixture and the aim beam was present at the output window. The glass cap bevel edge and metal cap were not aligned. The glass cap was able to rotate independently of the metal cap. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments and tabs appeared to be in good condition and were secure. Based on the available information, the reported allegation of tip break was not confirmed. Based on analysis results, a conclusion code of nintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the metal and glass cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after 247,197 joules and 24:49 minutes of use, during a photoselective vaporization of the prostate procedure, the fiber was continuously in stand-by, fiber tip broke. The procedure was completed with another of the same model fiber. There were no reported clinical consequences to the patient.